Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported nano system blood glucose results of 418 mg/dl, 99 mg/dl, 268 mg/dl, and 330 mg/dl within 10 minutes. No adverse event was reported. A request was made for the return of the strips, replacement sent.